Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked above and below the bumper pad. The battery cap/cartridge cap was not returned with the pump. A new test battery cap was able to attach to the pump and was used to complete a 24 hours duration test. No power interruptions were duplicated during this time. A test cartridge cap was also used for testing. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had multiple reboots. It was also reported that the battery cap was worn at the top. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.